Manufacturer narrative:
This event took place at (B)(6). Manufacturers investigation conclusion: the reported elevations in pump power/estimated flow were confirmed via the log file data provided by the account. The submitted log file contained data spanning from day 574 hour 19 minute 18 to day 584 hour 21 minute 51, per the timestamp. Transient elevations in pump power/estimated flow associated with pi events were recorded throughout the log file, with elevations in pump power of 10w or greater occurring from day 575 hour 20 minute 27 through day 581 hour 6 minute 6. A specific cause for the change in pump parameters cannot be conclusively determined. The account communicated that the cause of the elevated powers/estimated flows is unknown at this time and the patient is asymptomatic. The center will carefully monitor the patient¿s inr levels. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The heartmate ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced power elevations associated with pi events that seemed higher than usual. This could have been caused by something passing through the rotor. Additional information was requested but not provided.